Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection of the battery pack showed a small amount of leakage from the battery second over from the pack plug. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during surgery the device did not work in high mode and the battery had leaked electrolyte in the battery pack. There was no patient impact. There was a delay of 0-15 minutes while an alternate device was prepared and utilized to complete the procedure. Due diligence is complete and there is no additional information available.